Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right ventricular (rv) lead perforated the left ventricle (lv). The procedure was continued and the rv lead remains in use. No further patient complications have been reported as a result of this event.